Event description:
It was reported that the device had a patient data alert. The patient data and the implant date are erased. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. Either an automatic or manual setup will get a new date in the device memory. Also, it was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and noise. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.